Event description:
Per fk slovakia: "error 22 (force sensor) on the device. The calibration of the device was without success. After replacing the carriage kit for agilia sp, device is functional. The device is functional and safe to operate." Reporting due to overdose, though no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was reviewed and reported event could be confirmed. The subject device model agilia sp mc, serial number (B)(6) was not returned to our laboratory for analysis. However, the suspected defective carriage kit was returned as a spare part for investigation. Upon reception, the subject spare part was submitted to a visual inspection. Nothing was observed. Then, cross-testing of the spare part was performed using an agilia sp test banch. It was possible to start the device and perform an infusion as specified. As well, alarms could be triggered in expected contiditions. Ageing test 11 could be perform. Therefore, the returned spare part was found functional. Thus, the root cause of the reported issue could only be investigated with the whole device. Based on available information, the root cause of the reported issue remains unknown (not the carriage kit). To our knowledge no patient consequences have been reported. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.